Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro began overheating and smoking in the pt's leg even though the activation toggle switch was confirmed to be in the "off" position. Staff did not troubleshoot but removed the device from the leg and unplugged immediately. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. This account follows the IFU sterilization techniques for the cables, but it is unk if they replace the cable after 20 sterilization cycles as also recommended by the IFU.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).